Event description:
The device was in a power-on-reset condition. The cause was not known. The manufacturer representative was to meet with the pt to gather more info. Further info is being requested at this time.

Manufacturer narrative:
(B) (4).